Event description:
Eight months after original surgery, pt reported squeaking in the hip. At 17 months post-op, it was reportedly determined that the locking ring on the constrained insert had broken and the insert separated from the acetabular shell. Revision surgery was performed to replace the acetabular component.